Manufacturer narrative:
Additional information: on march 26, 2021, mentor became aware that the patient also experienced capsular contracture on the right side. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 405cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with a mammogram and MRI. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on april 30, 2021, mentor became aware that the patient actually experienced bilateral breast cysts, rupture on the right side and capsular contracture on the right side. As a result, the patient underwent unilateral device removal on the right side with a 405cc mentor memorygel breast implant, catalog number: 3507405mc, serial number: (B)(6) on (B)(6) 2021. On may 6, 2021, the mentor failure analysis lab received the device for evaluation. On may 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mod classic gel, 405cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).